Manufacturer narrative:
(B)(4). G2: foreign ; japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the complaint product's inserter was fractured while the surgeon tried to insert the anchor into the patient's burr hole, and the anchor couldn't be fixed. Fortunately, the device was not retained in the patient's body. Attempts have been made and additional information on the reported event is unavailable at this time.